Event description:
The customer reported that the system would not boot up and a corrupted files error message was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and explained to the customer that the corrupted file can occur and the 9900 is capable of repairing those on its own. The system was rebooted. The system was then found to be working as intended and put back into service.